Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the three used products said to be involved were not provided to cook for evaluation. The report could not be confirmed. An unused product was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The unused device was returned with the clip attached. The clip was manipulated outside the scope and was observed to open and close smoothly. The device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. In this position, the clip was successfully deployed on simulated tissue by applying an expected amount of force to the handle spool. Therefore this device functioned as intended. Once the clip was deployed, the clip components and drive wire were visually examined under magnification. No abnormalities were seen that could have contributed to the premature deployment observed by the user. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the used products said to be involved were not returned for evaluation. A definitive cause for the reported observation could not be determined. In addition, the functional testing performed on the "prior to use" device showed that the device functioned as intended. The IFU states to verify smooth handle operation and clip action. Open the clip by gently moving handle spool distally (away from handle thumb ring). Once the clip is fully open, do not continue advancing handle spool, as clip may prematurely detach from catheter. The IFU states to close the clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip. The IFU states that the endoscope must remain as straight as possible when inserting or withdrawing the device. The IFU states to advance the clip into the accessory channel of the endoscope in small increments with clip closed and without holding handle spool. Caution: holding handle spool during advancement may prematurely deploy clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook instinct endoscopic hemoclip. The clip couldn't open in the colonoscope, but can open easily outside the scope. They tried to move and shake the catheter without success [in opening the clip]. [The clip would not open due to] wrong manipulation. The nurses kept the handle closed [user error]. There was a quantity of three (3) involved. On october 30, 2015, we received the following information: the clips fell off into the patient in the open position [wrong manipulation and reported moving/shaking of catheter caused clips to open and detach from catheter].

Manufacturer narrative:
Initially, the following information was provided to cook: during an endoscopic procedure, the physician used a cook instinct endoscopic hemoclip. The clip couldn¿t open in the colonoscope, but can open easily outside the scope. They tried to move and shake the catheter without success [in opening the clip]. [The clip would not open due to]. Wrong manipulation. The nurses kept the handle closed [user error]. There was a quantity of three (3) involved. On october 30, 2015, we received the following information: the clips fell off into the patient in the open position [wrong manipulation and reported moving/shaking of catheter caused clips to open and detach from catheter]. We received additional clarifying information on 12/01/2015 that stated the following: we had 3 doctors with new nurses and the manipulation [of the handle] was not done correctly. Two (2) clips failed [fell off] in the open position on the floor, not inside patient. All are same lot number you mentioned below.

Event description:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. Reference the additional manufacturer narrative notes section for this justification.